Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one specimen pouch opened by the account. The visual inspection of the bag demonstrated a tear at the bottom of the bag. The tear was not along the seam. The bag was fully cinched. The bag was still attached to the gold pull ring. No visual abnormalities were noted for the device. The plunger and metal ring advanced and retracted properly. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bag broke while removing the specimen. The specimen fell back into the patient and was recovered with another retrieval bag. There was no injury to the patient.